Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 20 mg/dl, 25 mg/dl, 67 mg/dl and 64 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.